Event description:
Pt suffered gas embolism while vessel harvesting products were being used. The incident occurred on 7/13/00 during a vessel harvesting procedure. The p.a. Had started havesting the vein when it was accidentally punctured. The pt became hypotensive. The p.a. Immediately started to "heart massage" the pt. Then proceeded to cannulate the right atrium when, air/gas bubbles were noticed.